Manufacturer narrative:
H11: a review of the device¿s service history confirmed that no similar events have been communicated to livanova since the date of device manufacturing. A review of complaints database did not identify any trends associated with this failure mode. Based on the available information and considering that no service activity was performed on the involved device and that log files were not provided, the reported event appears to be an isolated case for which a definitive root cause cannot be determined. Considering that the pump resumed normal operation after rebooting the console, it is reasonable to conclude that a temporary failure, resolved through the reboot, may have led to the reported issue. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Event description:
Livanova deutschland received a report that an essenz double roller pump 85 used as cardioplegia pump failed and displayed alarm e2335. According to customer, the pump did not work in manual mode and was noisy. There is no report of any patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the essenz roller pump 85. Through follow up communication, livanova learned the customer couldn't restart the pump by turning the knob and had to hand crank. It was reported that the occlusion of the pump was correctly set and that no foreign object fell off in the pump head. Customer has run the pump and was not able to reproduce the fault or noise. Real time device parameters and setting recording file will be provided. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.